Event description:
The customer reported a malfunction alarm related to the pump. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, and the customer continued to use the pump for insulin therapy.